Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The company field service engineer checked the cs300 and found that there was a leak in the k6 k7 and k8 valves. The fse replaced the drive assembly and the cs300 was cleared for use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed augmentation below limit set. No patient injury or death was reported. No adverse event was reported.